Event description:
Healthy young (B)(6) had self-pay injection of hydrogel into buttock area for cosmetic reasons. First injection was done 1 year ago with smaller dose and no adverse reaction. Second injection was done with no immediate adverse reaction. Five days later developed sig dyspnea and blood streaked sputum. No fever, purulent drainage. Was seen at (B)(6). Wbc was elevated at 14.7 with 81% pmns. Cxr showed patchy infiltrate and CT chest with diffuse b peripheral ground glass opacities. She was treated for atypical pneumonia with doxycycline and keflex. She was seen in my office the next day without significant improvement. At that time pulse ox 93% on ra and drops to at lower than 86% with slow walking around the hall way. She was given avelox and prednisone 20mg and improved by 2 days with significant clinical improvement. Pulse ox at rest 96% and dropping to 93% with walking. Dates of use: (B)(6) 2012.